Event description:
Device stopped working during procedure. Opened new device to continue surgery after a twenty minute delay.======================manufacturer response for gynecare tissue morcellator, gynecare (per site reporter).======================will notify rep.